Manufacturer narrative:
(B)(4). Evaluation summary: the device failed hc return instrument test/evaluation (rite) electrical test due to a failed earth leakage current test and a failed rite functional test. Fluid intrusion was found to have caused the pump assembly to malfunction, which prevented the pump assembly from activating. This results in the failed earth leakage current test.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current (lc) test. The earth lc normal was over the specification limit. The earth lc single fault normal was over the specification limit. The earth lc single fault reverse was over the specification limit. There was no patient involvement.